Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was due to the trunk cable +5 volt pulse wire being contaminated causing intermittent communication failures. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).